Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an abre stent, a deployment issue occurred, pre-deployment while the device was on the way to the target site. The surgery was delayed for 5 minutes due to the product issue. The stent did not remain in the patient and was removed successfully in tandem with the delivery system without injury or intervention. No vessel damage was reported. The procedure was completed using a new medtronic 16x150 abre device. No injury was reported.